Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was noticed that the child's hearing performance with the device was not stable. This did not improve before explantation on (B)(6) 2017. No history of head trauma was reported by the guardians.

Manufacturer narrative:
Conclusion: damage to the active electrode under the silicone overmold, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was noticed that the child's hearing performance with the device was not stable. This did not improve before explantation on (B)(6) 2017. No history of head trauma was reported by the guardians.